Manufacturer narrative:
Patient identifier = sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false positive alinity I b-hcg results on one female patient with anti-acne treatment. The results provided were: on (B)(6) 2019, sid (B)(6) = 143iu/l (>/=25.00iu/l = positive) / a different sample at another facility siemens = negative. The sample was not decanted until (B)(6) 2019, then frozen. Afternoon of (B)(6) 2019 sample was thawed and retested x2 = 60iu/l. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined that there is only one other complaint for lot 95524ui00 related to false positive patient results. A review of tracking and trending did not identify any trends related to false positive results. Return testing was not completed as returns were not available. Accuracy testing was performed on a retained kit of lot 95524ui00 and all validity and acceptance criteria were met. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Labeling was reviewed which adequately addresses the current issue. Based on the investigation no product deficiency was identified for the alinity I total bhcg reagent, lot 95524ui00.